Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by pyxis would not detect drawers. The field service engineer replaced the module controller and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, unable to recover drawer; not detected on bus. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.